Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: "difficultly puncturing the skin with the needle and complained of the needles being dull" and "hard to puncture the skin they have had to be more forceful".

Event description:
Sales representative reported on behalf of healthcare professional, "difficultly puncturing the skin with the needle and complained of the needles being dull" and "hard to puncture the skin they have had to be more forceful". This record is for an unknown side. Device status is unknown.

Manufacturer narrative:
After additional review, it has been determined that abbvie is not responsible for reporting on this product. Reporting is the responsibility of b. Braun medical who has been notified of this complaint. Additional, corrected and/or changed data: h.2, h.6, h.11.

Event description:
Sales representative reported on behalf of healthcare professional, "difficultly puncturing the skin with the needle and complained of the needles being dull" and "hard to puncture the skin they have had to be more forceful". This record is for an unknown side. Device status is unknown.